Event description:
Pt implanted at l2 - s2 with pangea and uss construct on an unk date. Pt complained of postop pain. Reportedly, surgeon suspected a possible non-union at l5 - s1 and returned pt to operating room on (B)(6) 2012 for removal and revision. Surgeon cut the rods and removed all hardware at s1 - s2. All hardware at l2 - l5 was left intact. Surgeon removed part of two rods. Two pangea screws were removed along with two caps from s1 and two uss screws, two collars, and two nuts from s2. Pt was revised to matrix construct from s1 - ilium. During revision, the head broke off one of the matrix screws while trying to seat the rod. Surgeon removed the broken screw and head and replaced with another screw, then seated rod and cap with no further problem. This is the twelfth of 13 reports submitted on this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was further reported that there was a five minute delay to the surgery as a result of this event. Product code is mni and additional product code for this report includes mnh and kwp. Operator of device was a health professional. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Contact name changed to (B)(6) manager. Corrected 510k to k943725.

Event description:
It was further reported that there was a five minute delay to the surgery as a result of this event. This is report 12 of 13 for (B)(4).

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.